Event description:
It was reported that a spectrum pump would not clear downstream occlusion error reliably when occlusion was removed. Tends to stay in error condition even if line was completely open to atmosphere after an occlusion was generated. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, a downstream occlusion error did not occur. A review of the event history log revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation found the device passed the occlusion testing. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.